Manufacturer narrative:
Additional data: h6- health effect- clinical code (e): '4581- over/under correction' and '2137' should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision, over/ under correction and low vault with rotation. The lens was repositioned but the problem was not resolved. In a separate surgery the lens was exchanged with a longer length and the problem was resolved. Reportedly, "at the most recent follow-up, the patient achieved va 20/20 with a stable vault of 270 um, confirming that the issue has been fully resolved". Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was repositioned but the problem was not resolved. In a separate surgery the lens was exchanged with a longer length.